Event description:
Summit broach handle no longer engages.

Manufacturer narrative:
Examination and functional testing of the returned device was unable to confirm the reported event. A complaint database search on the provided product code identified similar reports which when confirmed were attributed to product wear out and or misuse. The investigation could not verify or identify any product contribution to the reported event with the information provided as the device functioned as intended. Based on the performed investigation, corrective action is not needed. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed